Manufacturer narrative:
The microcep was returned with a footswitch and power supply. There was poor continuity between all pins and the heating element ( approximately 500 mohms). The device has significant material degradation of the heating element. The resulting "open circuit" most likely caused a voltage surge that jumped to the atmosphere causing a spark. The complaint is confirmed.

Event description:
The microlens forceps were being used in a tonsillectomy/adenoidectomy procedure. As the forceps were being used in the child's mouth, a spark/flame was seen at the end of one of the tips. The instrument was immediately removed from the field and disconnected from the cable. There was no harm to the patient.